Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited noisy signals, oversensing and pacing inhibition during non-sustained ventricular tachycardia (vt). There was asystole equal to 2 seconds. Other measurements were stable. The boston scientific field representative was able to recreate one beat with aggressive isometrics. No intervention has taken place. No additional adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this right ventricular (rv) lead continued to exhibit noise and oversensing. There was pacing inhibition that led to asystole greater than 2 seconds. An invasive procedure was performed to abandon the lead. No adverse patient effects were reported.